Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high undefined pacing impedance and r-wave oversensing. The lead was discovered to be fractured. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.